Event description:
It was reported that there was a communication problem. An ins (implantable neurostimulator) overdischarge was suspected. Dissatisfaction with stimulation was primary reason for overdischarge. The last time any stimulation was felt was over 12 months before the report. The patient had not used stimulation in 2 years although it was later indicated that she was implanted in 2008 and that might have been when she stopped using the stimulation. The last successful recharging session was over 12 months prior to the report. She did not really keep up with recharging when she wasn't using the ins. When the patient met with a manufacturer's representative, she was told her ins was dead. It was stated that the patient knew the ins had to be replaced but at the same time it appeared she was trying to use the insr (ins recharger) on the ins during the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2008-(B)(4), product type recharger. Product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. Product ID 3550-09, lot# la2456, implanted: 2002-(B)(6), product type accessory product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID neu_unknown_lead, implanted: 2002-(B)(6), product type lead. Product ID 37743, serial# (B)(4), implanted: 2008-(B)(6) product type programmer, patient. Product ID 3708340, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3487a-33, lot# j0348822v, implanted: 2004-(B)(6), product type lead. (B)(4).